Manufacturer narrative:
The insulin pump was received with blank display due to burned components on the lcd board. Unable to perform operating current to verify off no power due to blank display. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that the display did not return after placing new batteries. The customer's blood glucose was 7.8 mmol/l at the time of incident. The insulin pump will be returned for analysis.